Event description:
It was reported the device was used during an unknown procedure. The clips crossed on deployment. A second device was used and clips would not close at all. A third device was used to complete the case. There was no patient consequence.